Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Assistant: nurse practitioner, (B)(6). (B)(6). Imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a laparoscopic bilateral salpingo - oophorectomy + totvt urethropexy + cystoscopy procedure performed on (B)(6) 2009 for recurrent symptomatic ovarian cysts and genuine stress urinary incontinence secondary to urethral hypermobility. The procedure was completed with no complications. The patient was awakened and taken to recovery without incident. As reported by the patient's attorney, the patient experienced an unknown injury.